Event description:
Caller reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several troubleshooting steps, but the pump did not turn on. As a resolution, a replacement pump was arranged as the original was still under warranty. Customer will use multiple daily injections as a backup therapy and has been instructed to return the defective pump to tandem using a pre-paid label.